Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during initial drain. The technical service representative (tsr) had the home patient (hp) check the line for kinks, occlusions, and bubbles. The hp stated, the patient line was full of air bubbles. The tsr assisted in ending therapy. The tsr advised the hp to start over with new supplies. The hc was operational. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp did not know how the air entered the setup. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for air in the line was not confirmed. The cause was the undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.